Manufacturer narrative:
H3) the logs from this event were provided for software analysis. The logs were reviewed, as well as an image provided. During review there were multiple registrations observed with a minimum error metric. Registration traces were done only on the nose and forehead areas with several trace points under the skin. Additionally there was a lot of overlapping trace points. The suspected cause of the inaccuracy was the overlapping trace points. However, there was not enough evidence to confirm the cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. After registration was completed via point merge and immediately prior to navigation, an inaccuracy of approximately 2-4mm was observed with all instruments. Two instrument sets were tested to rule out an instrument issue. The crosshair during navigation was "lower and forward" than the instrument tip. The reference framed used was a non-invasive patient tracker. It was noted that electromagnetic tracking was being used. The emitter tracking window was "right and closer from the middle point" and the patient tracker was "upper and middle of the forehead". The procedure was completed after restarting registration. Restarting registration did not resolve the issue. The issue resulted in less than one hour procedure delay. There was no impact on patient outcome.